Manufacturer narrative:
H3 product analysis: drawing(s) reference. (B)(4) aw as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/damage location details: no damage was found with the echelon-10 hub. No damage or irregularities were found with the echelon-10 micro catheter body. The distal tip and marker band were found ovalized/crushed. The catheter tip appears to have been shaped. The tip was found kinked proximally to the distal marker band. Multiple punctures or small breaks were found at the kinked location. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~153.3cm and the usable length (to the proximal marker band) was measured to be ~145.5cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. Possible causes of the break or puncture include using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to the echelon coaling down. It is also possible a guidewire punctured the catheter wall due to advancing against resistance caused by the catheter kinking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-feb-24 mpxr 1398800 (rep, hcp, for): medtronic received a report that an echelon microcatheter tip was cracked. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery. It was reported that the microcatheter was delivered into the aneurysm after hydration. During delivery of the coil, it was found that the tip of the microcatheter was not visualizing normally. Upon removal, it was discovered that the tip had cracked, so it was reported and returned. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. 2026-feb-27 (for, rep, hcp) e1: no additional information received.

Event description:
Medtronic received a report that an echelon microcatheter tip was cracked. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery. It was reported that the microcatheter was delivered into the aneurysm after hydration. During delivery of the coil, it was found that the tip of the microcatheter was not visualizing normally. Upon removal, it was discovered that the tip had cracked, so it was reported and returned. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.